Manufacturer narrative:
H6: the instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed that the instrument hook was partially pulled out from the ceramic sleeve, preventing it from making electrical contact with the conductor. Engineering also found signs of arcing on the instrument yaw pulley and proximal clevis. This complaint is being reported due to the evidence of arcing found, which has led engineering to conclude that the instrument may have arced during a previous surgical procedure.

Event description:
It was reported that during the surgical procedure, the permanent cautery hook instrument would start to work and then stop. The planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.